Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation we received a catheter and the guide wire. The golden tip of the guide wire was found worn out. The guide wire went through the catheter without any resistance. Aspiration test was performed, and nominal aspiration level was achieved. A clear root cause for these incidents could not be identified but break of the guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 20224, a patient underwent a thrombectomy & atherectomy procedure using aspirex device. During the procedure, it was found that the thrombus could not be sucked out smoothly, and the thrombus was clogged in the catheter and could not be flushed out smoothly. There was not reported patient injury.